Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set tubing detachment event on 06-aug-2024. The infusion set was in use for 1 day. The location of detachment was at site. No further information available.